Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported broken clip introducer. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4 and a mean pressure gradient of 2mmhg. Two clips were successfully implanted. To further reduce mr, an nt clip was prepped. Upon inserting the clip delivery system (cds) into the steerable guide catheter, the introducer was observed to have broke by the stopcock. Therefore, the cds was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. However, the gradient increased to 6mmhg. Although the gradient increased to 6mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.